Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, about four and a half minutes into ablation, saline was noticed to be leaking from the sheath. A crack was observed on the part of the sheath that connects to the scope adapter. The machine was immediately shut down and the procedure was completed with another of the same type of procedure set without complications. The patient's condition at the conclusion of the procedure was reported to be fine.